Manufacturer narrative:
Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent left total hip arthroplasty approximately 15 years ago. Subsequently, patient has dislocated twice in the past two months and underwent revision surgery. The head, liner, and shell were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet 32mm mod head cocr std neck cat#163669 lot#485990. Biomet rcom 32mm rloc lnr 10d/hwl 23 cat#11-105873 lot#179100. Biomet m/h radial 3-hole shell 58mm cat#12-104158 lot#890150. Biomet ti low profile screw 6.5x20mm cat#103531 lot#587970. Biomet ti low profile screw 6.5x20mm cat#103531 lot#384620. Biomet integral/x por standard 12mm cat#x170312 lot#533590. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00023.

Event description:
It was reported that the patient underwent left total hip arthroplasty approximately 15 years ago. Subsequently, patient has dislocated twice in the past two months. An upcoming revision surgery is scheduled for later this month. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.